Event description:
A post-operative echo revealed aortic insufficiency and the aorta was re-opened; however, no evidence of malfunction was observed, so the patient's chest was closed. Three days later, the sjm valve was explanted and replaced with a bioprosthesis from another manufacturer due to continued aortic insufficiency. During the explant procedure, no abnormalities were seen on the sjm valve.